Manufacturer narrative:
Correction: new MDR guidelines change the reportability of the complaint; the complaint is no longer reportable. This MFR. Report # 3002682307-2019-00437 is void.

Event description:
It has been reported that the bd discardit ii¿ syringe with needle has been found experiencing blood backflow during use. The following has been provided by the initial reporter: they have been facing issues only with this particular lot number 1810506 of discardit syringes. As of now we do not have any samples. The complaints were only regarding the particular batch number. They will shortly get back with the details of the quantities.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit ii¿ syringe with needle has been found experiencing blood backflow during use. The following has been provided by the initial reporter: they have been facing issues only with this particular lot number 1810506 of discardit syringes. As of now we do not have any samples. The complaints were only regarding the particular batch number. They will shortly get back with the details of the quantities.